Manufacturer narrative:
The pump alarmed for unexpected restart alarm and memory was erased after the battery change due to faulty c13 on interface board. The pump had minor scratched display window and cracked reservoir tube lip. The pump passed all functional testing including idle current test, run current test, self-test, off no power test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test, and rewind.

Event description:
The customer reported via phone call of unexpected restart alarm with their insulin pump. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.